Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into the interface circuit board. The insulin pump had operating currents within specifications. The insulin pump had intermittent escape and act button response due to flattened dome switches. No unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. The customer stated they have replaced the battery four times, but the alarm persisted. Customer's blood glucose was 92 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer received a failed battery test alarm at the end of troubleshooting. Customer also reported they had to press the buttons at a certain spot to for the buttons to respond. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.